Event description:
It was reported that the atrial lead exhibited loss of sensing. Upon follow up on (B)(6) 2013 the lead was under sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.